Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to clinic with their device at end of life (eol). Interrogation of the device revealed the patient received multiple shocks for supraventricular tachycardia (svt) which exhausted therapy. The device was changed due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.